Event description:
A customer contacted beckman coulter regarding an elevated accu tni result from a single pt that was generated by the access instrument. - the elevated accu tni result was 0.63ng/ml. The elevated accu tni result was reported out of the lab. The customer indicated that the elevated accu tni result was questioned by the physician. The customer indicated that the original sample was retested (in duplicate) the following day for accu tni. - the repeated accu tni results were 0.00ng/ml and 0.00ng/ml. - the repeated accu tni results were reported out of the lab as a corrected report. The customer did not provide additional pt information or event information. There has been no change to pt treatment or any injury that can be attributed to this event.